Event description:
Customer stated that reservoir was leaking from the o-rings. Customer stated insulin fills into the o-rings, air bubbles will start to form in reservoir, then insulin will start to leak out.